Manufacturer narrative:
H3: product analysis stated that the handle and the probe were returned in a double resealable bag. Upon return, the probe was inserted into a handle. There was a piece of white tape observed on the handle and piece of brown tape observed on the cable. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and there was no reading observed. Furthermore, the device was connected to a nim system using a 1.0ma stimulating current and 100v threshold, and there was no reading observed. For further analysis, an x-ray was performed to capture internal components of the device, and it was observed that the copper wire located inside the electrode handle bottom was broken, it was disconnected from the brass pre-tinned pin receptacle. There were no issues observed with the returned probe, only with the cable. The returned probe was tested with good (referenced) cable, and it worked fine. The device failed due to defective condition upon return and the inability to respond/stimulate. H6: codes b01, c070603 and g02004 has been updated. The previously updated codes b17, c20 and g04102 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received. H6: previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, the probe was delivering current during use, no waveform was observed on the screen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parotid gland surgery, the probe was not responding and could not be used, the procedure was completed with the spare product. There was no patient injury.